Event description:
It was reported the device fractured upon implantation. The patient was undergoing an arthroplasty procedure for two fingers. The first finger procedure went beautifully. During the second finger implantation the pyrocarbon fractured during the tap. The final tap snapped the head of the implant off and left the stem in the bone. The surgeon reamed the remaining stem out successfully using a k-wire. He completed the procedure by inserting another implant (final implant available - the sales rep only had 3 of this size). The final implant did not position perfectly. The surgeon did broach again. The trail implant placed well. There might have been extra space in the canal. The final implant was rotated slightly. This outcome might be due to the breaking of the implant and removing the stem that happened initially. The surgeon feels the patient will be happy with the outcome of the procedure. He did mention that when the physician's assistant was tapping the pyrocarbon implant, he might have tapped it the wrong way.

Manufacturer narrative:
Integra has completed their internal investigation on 28sep2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. - review of complaint management database for similar complaints. Results: the review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported defect. (B)(4), this is considered an adverse trend. Conclusion: the cause of the failure has been previously identified as resulting from impacting the unsupported head when the stem of the implant has not been fully inserted into the medullary canal due to an improperly prepared oblique osteotomy. The complaint report identifies the possible root cause as a result of the tapping technique utilized by the physician¿s assistant.